Event description:
This is filed to report pulmonary edema it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had a posterior prolapse and flail. The physician stated the patient was very frail. Imaging was noted to be difficult due to shadowing caused by the clip delivery system (cds) shaft. An xtw clip was inserted and grasping was performed. However, the clip became caught in the leaflet, resulting in difficult grasping the leaflets. Standard troubleshooting was performed and the clip was able to be removed from the chordae. Grasping was again performed, but a jet was observed lateral of the clip; therefore, the clip was repositioned. The clip was deployed, but the jet remained; therefore, an additional clip was inserted. This clip as well became caught in the chordae, resulting in difficult grasping. Standard troubleshooting was performed and the clip was removed from the chordae. The clip was able to be deployed without further issues, but mr only reduced to a grade of 3-4. No additional clips were inserted and the procedure was discontinued. On (B)(6) 2021, the patient returned to the hospital due to pulmonary edema. On (B)(6) 2021, the patient passed away. The physician stated the implanted mitraclips did not attribute to the patient death. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. Based on the information reviewed, the reported difficult or delayed positioning due to anatomy appears to be related to patient morphology/pathology (posterior prolapse and flail leaflet). The reported difficult or delayed positioning (difficulty grasping) appears to be due to the clip caught in the leaflet (difficult or delayed positioning due to anatomy). The reported poor image resolution was difficult due to the shadow of the cds shaft. A cause for the reported patient effect of pulmonary edema cannot be determined. The reported patient effect of pulmonary edema is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.